Manufacturer narrative:
Pc-(B)(4). Batch #: p91v4h. Additional information was requested and the following was obtained: no error message on the generator and no consequences patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the handpiece was broken. The device is in its 83rd passage. No more information available.

Manufacturer narrative:
(B)(4). Batch #: p91v4h. Additional information was requested and the following was obtained: no error message on the generator and no consequences patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the handpiece was broken. The device is in its 83rd passage. No more information available.

Manufacturer narrative:
(B)(4) date sent: 3/4/2022 d4 batch #: p91v4h investigation summary: the handpiece was received disassembled. In addition, the nose cone was cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.